Manufacturer narrative:
(B)(4). Reported event was confirmed by review of pictures. Visual examination of the provided picture identified the threads were broken on the impactor. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Event description:
It was reported that the head of the impactor broke off. No adverse event has been reported as a result of the malfunction. No further information is available.